Event description:
It was reported that, the patient developed hypotension, pulseless electrical activity and st elevation, during a ventricular tachycardiac ablation. Pericardiocentesis and CPR were reported to be administered, but without any improvement in the patient's condition, which resulted in patient death. The customer also stated, that there was no reported problem with the bwi catheters used. A second ablation catheter was reportedly involved during the procedure, namely, the biosense webster navistar diagnostic/ablation deflectable tip catheter.